Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 2966493 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 2981127 204-70-00 - tibial stem ext. Screw. 3586636 204-34-04 - fluted stem extension 40l x 14 mm.

Event description:
It was reported that this 60 y/o female patient was revised in april 2016 for a second time approximaly 2 years post op first revision (B)(4). The femoral component was replaced with a cc femur with wedges and hf tibial insert. Reason for the revision was not reported.